Event description:
Additional information was received. The patient experienced pain at rest with critical limb ischemia and no femoral pulse. This was discovered during routine follow-up; the patient had thought the symptoms were due to sciatica. A review of pre-implant cta's revealed that the proximal neck diameter below the renals was 22mm (flow lumen), 2.5cm long and angulated 45 degrees a-p. The max diameter aaa measured 5.5cm, and contained significant thrombus. The distal aortic diameter was small (16mm) and calcified, and the iliacs were calcified bilaterally. The left femoral artery was also calcified. Angiographic images during device implant showed that the main device was brought up the right side, and deployed just below the renal arteries. A limb extension was placed into the right iliac, and the contralateral limb was implanted into the left iliac. Final angiography showed no endoleak, with no stent graft kinks and no compression or flow issues seen bilaterally. Images of the occlusion event were not provided. The cause of the reported left limb occlusion 2-months post-implant could not be determined. It is possible that the small diameter and calcified distal aorta may have contributed. This may also be patient related.

Event description:
An unknown endurant stent graft system was implanted in a patient. It was reported that the patient presented approximately 2 months post-implant with a symptomatic iliac limb occlusion. A femoral-to-femoral bypass was performed emergently to resolve the occlusion and restore blood flow. No additional information is available for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).